Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received five shocks for sinus tachycardia. Therapy was exhausted in that episode. Boston scientific technical services (ts) was consulted and noted that the device treated the patient due to duration being met. Ts suggested to consider reprogramming of the rate cut off. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.